Manufacturer narrative:
Sections d10, h3: additional information. Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6), was returned for analysis and a log file was submitted as well as downloaded for review. The log files spanned approximately 11 days (B)(6) 2020- (B)(6) 2020 per timestamp). On (B)(6) 2020, at 06:56:01 a backup battery fault occurred due to a failed load test. This alarm remained active until (B)(6) 2020, at 8:29:43. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded. The backup battery passed multiple load test throughout the log file prior to failing on (B)(6) 2020. Pump operation was not affected. The system controller was functionally tested and passed all steps of testing. The backup battery fault was unable to be reproduced. The root cause of the reported backup battery fault was not conclusively determined in this analysis. The heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had experienced a backup battery fault alarm. The battery was replaced but the backup battery fault alarm reoccurred on (B)(6) 2020. Technical services reviewed the log file and observed a system controller backup battery fault but stated there was nothing within the log file that indicated a problem with the system controller. Since a backup battery exchange had already been performed it was recommended to exchange the system controller.